Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the display device read failed transmitter. No additional patient or event information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. Performed a pairing test with nordic bluetooth device on the transmitter and it passed. Performed a global transmitter final functional test on the transmitter and it passed. Performed a share data log review, resulting in no observations related to the customer complaint. The complaint of a transmitter failed error could not be confirmed. The root cause could not be determined, post investigation.